Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and operating current test due to constant motor error alarm.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that her insulin pump got a motor error and stop working. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.